Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented in-clinic, the device was found to be in backup vvi mode. A firmware download was successfully performed.